Event description:
It was reported, the patient experienced stimulation in the wrong location. During his trial, the patient felt stimulation in his back but since receiving the permanent implant the patient felt stimulation more in his legs. The patient met with a manufacturer representative on (B)(6) 2012, who "smoothed" out the stimulation sensation that was initially a hard/thumping sensation. It was reported as of (B)(6) 2012, despite multiple reprogramming sessions, the patient was still not receiving adequate therapy. It was later reported, the patient was still having concerns regarding his device/therapy but was working with his doctor or manufacturer representative. It was reported on (B)(6), the cause of the event was due to the leads being pulled down. The patient's leads were revised on (B)(6) 2012. No patient injury was reported. It was noted the patient was happy with spinal cord stimulation (scs) lead replacement.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead product ID, 37754 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37744 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(6).